Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomintants: (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6) 1400-ag - cemex gento low viscosity 40g kit. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 201-78-14 - holding pin headless sharp point long 4pk.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2015 due to osteoarthritis, and then experienced revision surgical procedure on (B)(6) 2023 approximately 7 years and 9 months after initial implant. No images were provided. There is no other information available.